Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to selector valve is designed to be open during usage. Leakage happened at close status has no impact to working status.

Event description:
It was reported that there was a malfunction resulting in a potential loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.